Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed a o2 leak from the pressure switch was preventing mechanical ventilation. The o2 supply alarm pressure switch was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the unit to operate as expected. There was no report of patient involvement.